Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent upon completion of an eval if the device is received.

Event description:
It was reported that the device jaws would not open. It was not reported whether the jaws were on pt tissue at that time. Another device was used to complete the procedure. There were no pt injuries.